Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on september 22, 2020.

Event description:
Per the clinic, the patient was seen in the clinic in (B)(6) 2019, experiencing a wound breakdown resulting in exposure of the implant body. At this time, the patient was confirmed to have developed a staphylococcus aureus infection, was treated with antibiotics, and underwent a surgery to close the wound (specific date not reported). However, the issue could not be resolved, and the patient underwent skin flap surgeries in (B)(6) and (B)(6) 2019 (specific dates not reported). However, 7 days following the second skin flap surgery, the patient developed an infection. Ultimately, the surgeon decided to explant the device on (B)(6) 2019. There are no plans to reimplant the patient with a new device as of the date of this report.